Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the pen ii organon puregon® pen second gen there was an issue with no drop of product on the needle during removal but there was some liquid at the pen and cartridge level. Patient had the feeling that there was no injection of product.

Event description:
It was reported with the use of the pen ii organon puregon® pen second gen there was an issue with no drop of product on the needle during removal but there was some liquid at the pen and cartridge level. Patient had the feeling that there was no injection of product.

Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.